Manufacturer narrative:
(B)(4). Medwatch number (B)(4) reported 3 events. Associated MDR numbers: 3011137372-2017-00178, 3011137372-2017-00176. Additional information obtained clarified alleged device malfunction: "the cuff on the lma could not be deflated. The manometer shows in the yellow, which should be totally deflated, but the cuff is still inflated." Alleged issue reported as detected during use. No patient harm reported. The device has been received for evaluation, however the evaluation of said device is still in progress at the time of this report. This report will be updated at the conclusion of the device evaluation.

Event description:
Customer complaint received via medwatch (B)(4) alleges that the "cuff pilot does not allow air to be put in or taken out of the laryngeal mask airway (lma)".

Manufacturer narrative:
(B)(4). Medwatch number ((B)(4)) reported 3 events. Associated MDR numbers: 3011137372-2017-00178, 3011137372-2017-00176. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. The sample was sent to the supplier for evaluation. The supplier reports that the sample was tested with two different syringes and the cuff was able to be inflated and deflated. The supplier reports that to properly inflate and deflate the cuff push the syringe into the outer cylinder with strength, then rotate the syringe about 45. Air can then be inflated or deflated from the cuff. Based on the investigation performed the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
Customer complaint received via medwatch ((B)(4)) alleges that the "cuff pilot does not allow air to be put in or taken out of the laryngeal mask airway (lma)".